Event description:
Information received from the field notes that during interrogation of the device, dashes (---) were observed for several parameters. When emergency vvi was activated, the device could not be programmed. The patient was pacemaker dependent and the device was replaced.